Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up after an implant procedure. Interrogation revealed that the right ventricular lead exhibited high pacing impedance. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.